Event description:
It was reported there was intermittent stimulation. The patient needed to charge very frequently. The patient used to charge every 2.5 weeks and now it is every 3 days and ¿not using it.¿ impedances were all normal. The event started 6 months ago, but was ¿much worse¿ in the past 3 weeks. The patient had a few falls, but there was no change in stimulation reported concurrent with the falls. The patient could be perfectly still and the therapy would just stop. Upon interrogation it was shown the device had been used for less than one hour in the past 3 months. The patient had recharged 15 times in the past 3 months for about 1.5 hours per session. The plan was to have the patient keep a diary and meet with the reporter in one week. It was also reported the patient was on ¿n¿link¿ and was near replacement, but it was unclear what was meant by this statement. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 377760, lot# v011515, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v011827, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).